Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic esophagogastrectomy, the device would not adequately seal. An end tone indicating a completed cycle was heard but there was oozing from the sealing site. Another ligasure device was used without issue to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of follow-up report: 2017-04-27. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found excessive amount of eschar within the jaws. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. The instructions included with this device lists precautions to ensure sealing effectiveness. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.